Event description:
It was reported the ipg was unable to communicate with the external devices. The patient reports he forgot to recharge his ipg for an extended period of time and it is unknown when the ipg was last recharged. The ipg is inoperable. The patient underwent surgical intervention to remove and replace his ipg which resolved the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.